Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) conductor wire was found broken. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reported broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The conductor wire is not visible on this instrument. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.